Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly received information indicated that the patient experienced oozing purulent discharge from the ventricular assist device (vad) driveline exit site. Approximately one month later, repeat cultures were positive for moderate-heavy growth of mssa. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that during admission, the patient experienced oozing purulent discharge from the ventricular assist device (vad) driveline exit site. Approximately one month later, repeat cultures were positive for moderate-heavy growth of mssa.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Product event summary: the ventricular assist device (vad) was not returned for evaluation. This complaint is associated with a clinical adverse event. Review of the sterility certificate and manufacturing records confirmed that the associated device met all requirements for release. Information provided by the site indicated that the patient developed a driveline infection. The patient experienced oozing purulent discharge from the ventricular assist device (vad) driveline exit site. The infection was determined to be caused by methicillin-sensitive staphylococcus aureus (mssa) and was treated with 6-8 weeks of oxacillin. The patient was discharged home and prescribed 100 mg doxycycline by mouth twice a day with treatment to be continued until transplant. Bloody drainage was observed at the exit site during the follow-up clinic visit. Repeat cultures were positive for moderate-heavy growth of mssa. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, infection is a known potential complication associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of infection. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, driveline site care therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. Driveline infection is a potential event that may be associated with use of the product. The IFU provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, and duration of time on vad support. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported that the patient developed a driveline infection. The patient was hospitalized and an unknown IV antibiotic was administered. As of (B)(6) 2016 the patient remains hospitalized. No additional information available.

Manufacturer narrative:
Additional information received states the patient was admitted on (B)(6) 2016 for coke colored urine that was previously reported (3007042319-2016-01952), during the admission, the patient also experienced a driveline infection. The infection was determined to be caused by (B)(6) and was treated with 6-8 weeks of oxacillin (first 14 days (B)(6) 2016), resumed on (B)(6) 2016). The patient was discharged home on (B)(6) 2016 and prescribed 100 mg doxycycline by mouth twice a day with treatment to be continued until transplant. Bloody drainage was observed at the exit site during the follow-up clinic visit approximately one week after hospital discharge. It was stated that the driveline infection is "under control". The event was deemed by the clinical site as related to the lvad system, and unrelated to the lvad procedure and patient condition. The patient was reported to be morbidly obese (B)(6). No additional information provided hw23638 was not returned to heartware for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against hw23638; therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the device from performing as intended. Review of the manufacturing documentation and sterility certificate confirmed that the associated driveline met all requirements for release. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.